Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-nov-06. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: tm90t0, serial# (B)(6), product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported reported the patient had a very bad infection when the pump was implanted and the pump and catheter had to be removed. The pump was removed on (B)(6) 2019. No further information noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was having trouble connecting with her implant; it "takes forever". It was noted that the implant was a little swollen and that she had been placing the communicator against the incision. It was recommended to the patient to change the placement to slight below the incision; when this was done she was able to successfully connect. No further complications have been reported as a result of this event. Additional information was received from a consumer on (B)(6) 2019. It was reported that the patient's pump was removed on (B)(6) 2019 and pseudomonas bacteria was "found in/on pump and area." The issue was resolved with a 12 day course of intravenous antibiotics and having all parts of the system removed. No further complications were reported.